Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 526mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported the customer's insulin pump has cracks on the reservoir compartment, the battery compartment, and near the screen. Customer's blood glucose level at the time 437mg/dl. Customer treated with 6 units of insulin. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked battery tube threads and missing end cap sticker.